Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited high thresholds in the first position. The lead was put in a second position and it exhibited phrenic nerve stimulation. There were no other position options for the lead, so the lv lead was explanted and replaced. The right ventricular (rv) lead exhibited high thresholds during the implant procedure. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.